Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4) this solicited case, reported by a consumer via a patient support program (psp), concerned an (B)(6) chinese female patient. Medical history included hypertension. She had no drug adverse reaction history and no family drug reaction. Concomitant medication included acarbose for unknown indication. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) (humulin 70/30) from a cartridge via a humapen ergo I (unknown pen body), 22 units each morning and 8-10 units each evening, for the treatment of diabetes mellitus, subcutaneously, beginning in 2006. On (B)(6) 2016, while on human insulin isophane suspension 70%/ human insulin 30% she was hospitalized due to unstable blood glucose, her blood glucose was high and low because her dose regulation from humapen ergo I was inaccurate (product (B)(4)/lot 0402a02). She was discharged eight days later on (B)(6) 2016. No further details were provided. Information regarding corrective treatment was not reported. The outcome was recovering. Human insulin isophane suspension 70% human insulin 30% was ongoing. The patient was the operator and training status of the humapen ergo device was not provided. General and suspect device duration of use was not reported. If the humapen ergo is returned, evaluation will be performed to determine if a malfunction has occurred. The reporting consumer did not know if the event was related to human insulin isophane suspension 70%/ human insulin 30% or to the humapen ergo device. Update 25jan2016: upon review, the case was opened to update the medwatch fields for regulatory reporting.

Manufacturer narrative:
No further follow up is planned. Evaluation summary: a female patient reported that her humapen ergo device was not accurate. She experienced abnormal blood glucose. Investigation of the returned device (batch 0402a02, manufactured february 2004) found that the device met dose accuracy and glide (injection) force specifications. No malfunction was identified. The patient also stated that she had used the device for "many years." While the exact date when the patient started using the device could not be determined, based on the amount of time elapsed since this device was manufactured (2004), it is likely that the patient used it beyond its approved use life. The user manual states the humapen ergo device has been designed to be used for up to 3 years after first use. There is evidence of improper use. Based on the manufacture date, it is likely the patient used the device beyond its approved use life, but the extended use is not relevant to this case as the device tested normal.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), with additional information from the initial reporter, concerned an (B)(6) female patient. Medical history included hypertension. She had no drug adverse reaction history and no family drug reaction. Concomitant medication included acarbose for unknown indication. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) (humulin 70/30) from a cartridge via a humapen ergo I (unknown pen body), 22 units each morning and 8-10 units each evening, for the treatment of diabetes mellitus, subcutaneously, beginning in 2006. On (B)(6) 2016, while on human insulin isophane suspension 70%/ human insulin 30% she was hospitalized due to unstable blood glucose, her blood glucose was high and low because her dose regulation from humapen ergo I was inaccurate (product complaint (B)(4)/lot 0402a02). She was discharged eight days later on (B)(6) 2016. No further details were provided. Information regarding corrective treatment was not reported. The outcome was recovering. By(B)(6) 2016 she still was recovering from the events. Human insulin isophane suspension 70% human insulin 30% was ongoing. The patient was the operator and training status of the humapen ergo device was not provided. General and suspect device duration of use was not reported. The device was returned on 18jan2016, and no malfunction was found. The reporting consumer did not know if the event was related to human insulin isophane suspension 70%/ human insulin 30% or to the humapen ergo device. Update 25jan2016: upon review, the case was opened to update the medwatch fields for regulatory reporting. Update 28-jan-2016: additional information was received from the initial reporter via a psp on 26-jan-2016, the patient continued recovering from the events. No new changes were performed. Update 15-feb-2016: additional information received on 12-feb-2016 from the global product complaint database added the device specific safety summary, return date of the device, and manufactured date of the device; updated the malfunction field to no, and the improper use and storage to yes; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Edit 16-feb-2016: pc (B)(4) had been already processed on 15-feb-2016. No changes performed to the case.